Event description:
The primary admitting diagnosis required the insertion of a ng tube to low intermittent suction. The pt reportedly was non-verbal, very restless and incontinent of stool. Pt was accompanied by a sitter 24/7 provided by the facility where they resided. The pt reportedly pulled out the ng tube numerous times throughout the evening and early morning hours. The pt was restrained with wrist restraints to prevent the pt pulling out the ng tube. A restraint vest was applied because the pt huddled into a ball, worked face toward hand and pulled out the ng tube. During a timeframe of approx 15 minutes the pt was unattended, somehow moved down in the bed until the vest neck section bunched up around neck. Pt was found in agonal breathing, code called but was unsuccessful. The restraint was reportedly tied to the top of the bed frame as per MFR's instructions. Preliminary death certificate listed cause of death as: death from accidental asphyxiation.